Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with pump reset information, but the malfunction code recurred, prompting a replacement. The customer used mdi as a backup therapy and was informed that a replacement pump with updated software and training would be sent. Technical support confirmed the address and instructed the customer on returning the pump using a return box and pre-paid label within ten days.